Manufacturer narrative:
(B)(4).there is no product returning for investigation. Therefore; the alleged event cannot be verified. The product has surpassed the end of service (eos).

Event description:
It was reported that the display was missing segments. There is no reported incident report or patient harm associated with this event.